Event description:
We have been notified of a complaint involving an oscor 23 fr introducer (material #0052-3021, lot # dp-20999). The complainant reported that complications were encountered during attempted delivery of an impella rp pump. Upon initial insertion, resistance was met while attempting to advance the pump and the cannula kinked. The end of the peel away sheath (23 fr introducer) subsequently split, and the pump was pulled back for a second attempt. The patient began to decompensate and became hypotensive. The pump was again inserted, but the implant was unsuccessful, and both the pump and introducer had to be removed. The patient went bradycardic and cardiopulmonary resuscitation was initiated until the patient stabilized. A new pump and introducer were then utilized for a successful implant. Regulatory reporting required for the report of a damaged introducer, delivery issues, and patient decompensation during delivery complications resulting in intervention. The patient was admitted for acute respiratory failure, arrythmia, and hypotension.CPR was initiated when the patient became bradycardic during delayed implant.the physician believed that the left sided access combined with the patient's enlarged heart caused too much resistance and resulted in the impella kinking and the sheath splitting.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
(B)(6) 2024: customer reported the following information: there was no extension or delay in surgical procedure resulting from the failure.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, b5, g3, g6, h2, h6 & h11. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Three attempts were made to obtain the device, but the device has not returned for evaluation. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.